Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue as the error was intermittent. The fse replaced the right master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive the mtm to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs but was unable to reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a golden system where the component functioned as expected. The mtm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the axis 4 motor was inspected, and no faults could be identified. As a result of these findings, fa concluded that the axis 4 motor encoder is consistent with the reported event and is the potential root cause for this issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the user encountered error 23008 on the right master tool manipulator (mtm) during yesterday's procedure. The user received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The user was unable to recover from the error. The user switched to the other surgeon side console to continue with the procedure without further issues. The tse reviewed the system error logs, and confirmed the occurrence of error 23008, pointing to the right mtm axis 4. The procedure was completed as planned with no reported injuries. A procedure delay of 15 minutes was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Annex d has been updated to d1501.